Manufacturer narrative:
(B)(4). The reporter stated that the tubing of the set separated from the male luer. This occurred after infusion of an unknown antibiotic. It was reported that the clinician ¿unscrewed the male luer from the patient¿s extension set and began to tug lightly on the tubing to get the IV set clear of the patient. As the clinician was tugging, the tubing from the IV set separated from the male luer.¿ there was no patient injury, medical intervention or adverse event associated with this event. No additional information is available. The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Catalog number - the customer reported product code 2c851s; however, this product code is not recognized by baxter. The reported user facility number is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that the male luer had separated from the tubing. A microscopic inspection identified that there was an incomplete plow ridge. The remaining solvent bonds were pull tested; no failures were identified. The cause of the incomplete bond was determined to be an assembly issue. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set with duo-vent spike ¿pulled apart at distal end while priming line.¿ there was no patient involvement. No additional information is available.